Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The patient reported that he was throwing up and having digestion issues. He was nauseous the night before and just not feeling well. Patient states that his bg (blood glucose) levels were high, around the 250's mg/dl range, but not outrageous. Patient stated that the pod alarmed when they were on their way to the ER (emergency room) and he was sitting in the car. Patient states that he does not believe that the pod was the cause of his ER visit. Patient stated that he had been dealing with digestive issues and was in and out of the hospital for about 3 months. He is on medications for gastroparesis and gerd (gastroesophageal reflux disease). When he arrived at the ER they gave him an insulin injection, but he does not know the amount of the injection. Patient states that he was feeling so bad that he does not remember a whole lot about the visit. Patient states that he does not know what the ER did with his pod, so he was unable to provide the pod information. He does not recall how long he had been wearing the pod on his arm before it alarmed on him. At the hospital. He was diagnosed with gastroparesis and gerd. They prescribed bentyl - 40 mg twice a day , reglan - 10 mg twice a day, pepcid - (does not remember the dosage) twice a day, ranitione - 300 mg once a day at bedtime. Patient stated that he is currently still on the bentyl, reglan, and ranitione from now on; he is no longer taking the pepcid because it was only prescribed to him for 2 weeks.